Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a pentaray nav and during the operation, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information received indicated that there was no error noted from the irrigation pump. After discovering that the pressure bag was connected to the leather strip and the water flow was slow, the catheter was pulled out and it was found that the water flow was not smooth. The correct catheter settings were selected on the generator and no issues with flow rate change at the start of the ablation. Device investigation details: the catheter was returned for evaluation. Johnson & johnson medtech conducted a visual inspection, and irrigation test of the returned catheter. Visual analysis revealed no damage or anomalies on the catheter. An irrigation testing was performed, in accordance with johnson & johnson medtech procedures. The catheter irrigation was working correctly. No malfunction was observed. A manufacturing record evaluation was performed for the finished device 31545671l number, and no internal actions related to the complaint were found during the review. The low irrigation issue reported by the customer cannot be confirmed. Although no catheter defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. To minimize any irrigation issue, the following product guidelines should be followed. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a pentaray nav and during the operation, there was an intermittent or low irrigation on the device but not complete occlusion. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information received indicated that there was no error noted from the irrigation pump. After discovering that the pressure bag was connected to the leather strip and the water flow was slow, the catheter was pulled out and it was found that the water flow was not smooth. The correct catheter settings were selected on the generator and no issues with flow rate change at the start of the ablation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).